Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and gib batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication error message at boot up and was alarming continuously. The system was not booting up. There is no report of patient injury.